Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device remains implanted.

Event description:
According to the available information, though not verified a (B)(6) year old patient experienced inguinal pain after altis procedure. Date of procedure: (B)(6) 2019, date of onset event: (B)(6) 2019. Description of the event: pain occurred after procedure, patient has pain no longer during 1st follow up visit on (B)(6) 2020 (device still implanted), treatment: ibuprofen and nefopam. According to the investigator, the event is related to the procedure.